Event description:
It was reported that the log files captured a series of no external power events on (B)(6) 2022. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log files and the device operated as intended. It was noted that the patient is a poor historian and could not remember much about the event. The mpu did have a v-lock connector on the ac power cord. No products will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The system controller log file spanned approximately 41 days (13oct2022 to 23nov2022 per the timestamp). No external power alarm activated on 05nov2022 at 07:09 and 05nov2022 at 08:05 due to the rsoc and bus voltage diminishing to ~2.6v with a loss ac power while the device was connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial: (B)(4), was not returned for analysis. No product was exchanged. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Mpu-21580 was shipped to the customer on (B)(6) 2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.